Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead extension was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's dbs system was experiencing high impedance on the left lead extension. Patient underwent surgical intervention on (B)(6) 2023 where in patient's ipg and left lead extension were explanted and replaced. Ipg was electively replaced.